Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they their battery in the insulin pump was not lasting long. They received a low battery after 5 days. Troubleshooting was performed for the insulin pump. They were sent a replacement battery cap. The customer¿s blood glucose level was 421 mg/dl. They changed the battery in the insulin pump and took a bolus. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. (B)(4).